Event description:
It was reported that the stent was difficult to position and was mal-apposed. The more than 60% stenosed target lesion with a reference vessel diameter of 12-14mm was located in the severely tortuous and severely calcified iliac artery. A 12x60x75 epic stent was advanced for treatment; however, during deployment, the stent was difficult to visualize under fluoroscopy. It was noted that the stent was difficult to position and was mal-apposed. The stent was considered sufficient to treat the lesion, and the procedure was completed. No patient complications were reported.